Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the customer received multiple power source alerts. Additionally, the pump shut off unexpectedly. It was also reported that occlusion alarms and undefined alarms occurred. There was no reported impact to customer's blood glucose level. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.